Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault and requested for service call be cancelled. The resolution is unknown. No report of patient involvement. The biomedical engineer troubleshot this reported fault and requested for service call be cancelled. The resolution is unknown.

Event description:
The hospital reported the bellows were not working, possible loss of mechanical ventilation. There was no report of patient involvement.